Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to twiddler's syndrome. Both leads were pulled back to the superior vena cava. The patient did not feel well and exhibited diaphragmatic stimulation. The patient underwent a surgical intervention to remove both leads and reposition the device. Two new leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the dislodgement, twiddler's syndrome and surgery allegations were confirmed based on the field report and the finding of a twisted lead body. The damage on the lead is consistent with twiddler's syndrome.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to twiddler's syndrome. Both leads were pulled back to the superior vena cava. The patient did not feel well and exhibited diaphragmatic stimulation. The patient underwent a surgical intervention to remove both leads and reposition the device. Two new leads were implanted. No additional adverse patient effects were reported.